Event description:
It was reported that during a first supply change the user unintentionally removed two insets from the inserter due to inexperience, resulting in incorrect infusion set deployment and the need for additional insets, while blood glucose was reportedly unaffected. No reported adverse clinical effects. Outcomes included replacement supplies shipped. Investigation included a review of complaint details. Investigation of this case revealed user error during infusion set handling, with no device malfunction identified. It was concluded that the event was attributable to user technique and that device function was not implicated.